Manufacturer narrative:
H3: the was returned to the manufacturer for analysis. Analysis found that the returned anchor was used and looked worn. The plastic shell was cracked near the insert. The insert had been partially pulled out. Analysis found that the reported event was related to a mechanical issue. H6: fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the health care professional (hcp) struggled to remove the bone anchor. The bone anchor snapped. The hcp had to make a small incision to use an instrument in order for the bone anchor to be removed. The site stated that after the procedure, the titanium bone anchor was intended to be unscrewed and removed easily but the white plastic part was snapped during removal. The hcp had to make a small incision and used additional instrument to remove the titanium bone anchor. The device came out intact as inspected by the hcp. There was no reported delay to the procedure due to this issue. There was no reported impact to the patient.